Manufacturer narrative:
Complainant name: (B)(6). Device is a combination product. (B)(4). The stent delivery system was returned for analysis. No issues were noted with the profile of the device's tip. The stent was damaged. A row of struts towards the proximal end of the stent were raised off the balloon material and misaligned. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. There were no issues noted with the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-dec-2014. It was reported that crossing difficulties were encountered. Vascular access was gained via the left femoral artery. The total occluded and 38mmx3.5mm target lesion contained >=90 degree bend and was located in the severely tortuous and severely calcified concentric left anterior descending (lad) artery. A 3.50x38mm promus element ¿ long drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.